Event description:
A male had ruptured bowel with massive peritonitis and sepsis. In the operating room, in 2007, resections of bowel were done and the abdominal wound could not be closed. The peritoneum could not be closed, but the omentum was used to cover the bowel. A large piece of surgisis (20x20 cm) was used to span a fascial gap of 15 cm. This allowed about 3 cm fascial overlap on each side. The mesh was sutured to fascial edges with a running prolene (monofilament, nonabsorbable suture, non cutting needle). Moist dressings were placed over the wound. The skin could not be closed. No drains were placed in or on the wound. The pt survived but critical. He drained serosanguinous fluid from the wound area each day. Moist dressings were changed frequently. The pt was septic and in renal failure. In dr. One of the surgical partners followed the pt and on the 5th post operative day, she noticed, when changing the dressing a "tearing" of the mesh about 1 cm wide and 4-5 cm in length at one fascial edge. The suture line was intact and the sis intact on the fascial. The next day, inspection of the wound revealed that the sis had "torn" entirely from that side and was "wadded up" to the other side of the wound, nearly disintegrated, with no coverage left over the omentum. The dr removed all the loose mesh and discarded it. The pt was taken to the operating room and a large piece of "permacol" was used to span the fascial defect of the abdomen. The pt is alive and critical. Even though there was not much overlap and a distance too wide to remodel before biodegrading, he at least expected it to last long enough for the pt to survive the initial operation when a more definitive procedure could be done. Due to the contaminated nature of the surgical site and the alleged rapid degradation of the mesh, it is probable to conclude that the degradation was caused by a collagenase secreting bacterium.

Manufacturer narrative:
Device could not be evaluated since it was not returned to the MFR. No further info is available.